Event description:
The device was returned to the manufacturer for repair of damage resulting from the unit being dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the battery contacts were compressed, the keyboard was scratched, the display was out of specification with missing pixels, the display was corroded, the main printed circuit board (pcb) was corroded, and the serial number label was cut. (B)(4).